Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported the device hadn't been working, was completely off and the patient couldn't use the patient programmer to turn the ins off. The hcp had no further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the hcp office had not seen the patient since 2012-(B)(6) and patient had no follow up scheduled with the hcp. No further complications were reported/anticipated.